Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during an onboard battery exchange while supporting a patient. The customer also reported that the patient was switched to the backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported battery alarm during an onboard battery exchange was not able to be confirmed or reproduced during investigation testing, and there was no evidence of a device malfunction. The driver passed all sections of functional testing. Additionally, an onboard battery exchange test was performed on the driver and it performed as intended with no alarms produced. The onboard batteries in use during the customer experience were not returned and therefore could not be evaluated herein. It was reported by the customer that the patient may have been performing the battery exchange with batteries that were not fully charged. If low charge (under 30%) batteries are inserted in the driver it will alarm, as designed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4).